Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received battery failed alarm during normal use. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. The replace battery now alarm was also occurred. The alarm again occurred after inserting new battery. The insulin pump will be returned back for analysis.